Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The impella pump was returned for investigation. Visually inspected and found no physical damages or abnormalities. Optical bench 5s parameters were verified. Light continuity test passed without any issues. No other abnormalities were found. As per clinical, once shockwave use was complete and being removed, placement signal waveforms and numbers went away on the aic with placement signal not reliable alarm appearance. Data logs were not returned for investigation. The cause of the optical signal issue was most likely a damaged sensor due to shockwave interaction. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient undergoing a high-risk percutaneous coronary intervention. During support, the optical placement signal was lost following the use of shockwave therapy. Despite this, the patient remained hemodynamically stable and continued to receive effective support from the pump.